Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial result was 2.66 miu/ml. This result was reported outside of the laboratory where it was questioned. On (B)(6) 2017 the sample was repeated on a different e 602 module and the result was 1271 miu/ml. This result was reported outside of the laboratory as the correct result. No adverse event occurred. The hcg + b reagent lot number was 179825 with an expiration date of 31-jan-2018. The pinch tube was last replaced on (B)(6) 2017. Liquid flow cleaning is performed weekly. Quality controls were acceptable. The customer did not use rack adapters for the 13 mm sample tubes. No issues were identified during a review of the alarm trace. Preventive maintenance was last performed in may of 2017. The field service engineer (fse) verified liquid level detection of the probes was as specified. Instrument performance testing from 15-may-2017 was acceptable. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Product labeling requires use of rack adapters with 13 mm sample tubes. There may be issues with sufficient sample volume and correct sample probe alignment. Additional possible root causes for this event may be sample quality and insufficient maintenance.